Manufacturer narrative:
The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received several inappropriate shocks. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the episodes all started with an arrhythmia in the vt monitor only zone and then accelerated into the vf zone. Quick convert anti-tachycardia pacing (atp) was then delivered, which was ineffective, followed by the deliver of inappropriate shocks until therapy exhaustion. The arrhythmia appeared to be an atrial fibrillation (af) with rapid ventricular response. The ts consultant also discussed that the biventricular pacing percentage was lower than expected. Additional troubleshooting was discussed. No adverse patient effects were reported.